Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report reflects the combined initial and final report.

Event description:
Procedure performed: laparoscopic nephrectomy. Surgeon was placing kidney in the retrieval bag and the bag broke pulling away from bag frame. An additional bag was pulled and used successfully. Patient status: patient did not incur injury. Type of intervention: new bag was opened and used successfully.